Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. Vascular access was obtained via the right femoral artery. Mild calcification was noted in the external iliac and common femoral arteries. The 80% stenosed lesion was located in a moderately tortuous left superficial femoral artery. The 5.0 x 40/135 sterling balloon catheter was being used for pre-dilatation when the balloon ruptured at 4 atms upon first inflation. The balloon was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.